Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are possible adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic proglide instructions for use (eifu) as potential adverse events of use of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device after a stroke thrombectomy interventional procedure using a 9f sheath. Reportedly, the prostyle device became stuck in the anatomy. Vascular surgery was called to intervene; however, the physician was able to turn and remove the prostyle from the anatomy resulting in bleeding. In an attempt to stop the bleeding, the vascular surgeon attempted various devices, totaling to four. Finally, hemostasis was achieved using a surgical patch. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494- indications for use. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device.h10: the eifu statement was updated to capture prostyle not proglide device.